Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported air in line alarms, which were confirmed, but not reproduced. The confirmed symptom was found to be caused by low upstream sensor values due to a failed upstream sensor. This can made the pump more sensitive to air in line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump constantly alarmed "air in line." There was no pt involvement.